Event description:
It was reported by service report that the zoom function would stop operating over time. No pt involvement or adverse consequences reported.

Manufacturer narrative:
Zoom handle load cell weldment.